Event description:
Reportable based on device analysis completed 15-october-2018: it was reported that the device could not be inserted. A 135/10 kit renegade hi flo was selected for use. During the preparation, the device could not be inserted due to it was out of shape. It was found out that the device was kinked. The procedure was completed with another of same device. No complications reported and patient is stable. However, device analysis revealed separation 49.6cm from the hub. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was separated in 1 location. The location of the separation was located 49.6cm from the hub. The device showed stretching located 56.5cm to 61cm proximal the hub. The shaft was kinked located at 13cm from the tip. The device could not be functionally tested due to the damage on the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed 15october2018. It was reported that the device could not be inserted. A 135/10 kit renegade hi flo was selected for use. During the preparation, the device could not be inserted due to it was out of shape. It was found out that the device was kinked. The procedure was completed with another of same device. No complications reported and patient is stable. However, device analysis revealed separation 49.6cm from the hub. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was separated in 1 location. The location of the separation was located 49.6cm from the hub. The device showed stretching located 56.5cm to 61cm proximal the hub. The shaft was kinked located at 13cm from the tip. The device could not be functionally tested due to the damage on the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. It was further reported that the separation of the device was caused by mailing.